Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication in the cubie was not showing in the station to issue. A technical support specialist remoted into the cabinet and found that the cubie was physically in the drawer but appeared in the system as not stocked with the medication. Removed the cubie and had the customer attempt to restock it. The customer was able to restock successfully and then issue the medication normally. The transaction history showed that the system had previously destocked the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubie pocket medication was not showing. The customer reported that gabapentin 300 mg was in the drawer; however, when they attempted to issue it, the system did not display it. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.